Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test and displacement test due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
Customer reported via phone call that they received moisture exposure to the insulin pump customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.